Manufacturer narrative:
UDI #:(B)(4). Phone number: (B)(6). The field service specialist (fss) inspected the unit and on re-start the error did not reoccur. Fss used upgrade kit to upgrade the system as well as used a new voltage rail which updated the instrument host (ih). Upon servicing the unit/replacing parts, the system was found functioning properly and met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
When the abbott field service specialist visited customer site to service the unit, the customer reported intermittent error 2012 (instrument host timeout error) with the whitestar signature system.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.